Event description:
Healthcare professional reported, left side "deflation". Healthcare professional later reported, "cardiac issues". Which has been deemed not related to the device. Device has been explanted. And not replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening curved on posterior, wear abrasion and yellow biological tissue inner device. Leak test and microscopic analysis was performed which identified, opening crease smooth on posterior, creases fold. And observed, void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: an opening crease smooth on posterior assessed, as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.